Event description:
The customer contact reported an adverse event while the device was in clinical use. On an unspecified date and time, the pump was programmed in the pca+ continuous mode to deliver an unspecified concentration of demerol at a continuous rate of 5mg/hr rate. No further programming parameters were provided. After an unspecified length of time, the nurse replaced the initial syringe with a second syringe. As the nurse was attempting to reinsert the syringe into the pump, the pt reportedly started to have a seizure. After an unspecified length of time, "the pt coded." The pt was treated with one dose of narcan and "it was immediately reversed and the pt was fine after that."there were no reported adverse pt sequelae. It was reported the nurse did not clamp the tubing while changing the syringe and did not push or bolus the medication. It was unspecified if the pump was removed from clinical service and if therapy continued. The customer reviewed the display history and reported "that the pt had not given himself very much" pain medication. The customer reported, "the pump was in no way involved in the incident." The pt is reported to be "fine." Though requested, the customer declined to provide additional info.